Manufacturer narrative:
Occupation is lay user/patient. The meter and test strips were requested for investigation. The product has not been received at this time. If the product is returned in the future, a follow up report will be submitted. Routine retention testing is performed. Test strip retention samples passed the internal inspection. The investigation did not identify a product problem. The cause of the event could not be determined.

Event description:
The initial reporter complained of discrepant inr results with coaguchek xs meter serial number (B)(4). Customer tested and received an error 5 message which indicates not enough blood was applied to the test strip to complete the test. At 3:00pm, the customer retested twice. The first meter result was 3.7 inr and the second meter result was 2.7 inr. The customer has a therapeutic range of 2.0-3.0 inr.